Manufacturer narrative:
E1 - complete initial reporter establishment name: (B)(6) hospital. E1 - complete address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material inside the air/water channel and b30 error code. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the communication error was caused due to the b30 error at startup. However, the identity of the foreign material found in the air/water channel and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a communication error. The issue was found during inspection for use. There were no reports of patient involvement.